Manufacturer narrative:
Concomitant medical products: dtma1d1, crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high right ventricular (rv) lead pacing impedance which measured out of range (oor). Detections and therapies were programmed off. The lead remains in use. No patient complications have been reported as a result of this event.